Event description:
The dr threaded the guide wire through the guide catheter but was unable to see the platinum tip. When the guide wire was removed, it became apparent that the spring tip was missing. The guiding catheter was back flushed, however, and the physician was unable to locate the spring tip. The dr indicated the spring tip may have lodged in the guide wire insertion tool.